Event description:
The device was applied during an unspecified procedure. Reportedly, pneumoperiteum leaked from the trocar. The surgeon applied another device to complete the procedure. The hospital has reported that no pt injury occurred.